Event description:
It was reported that the patient experienced syncope and twitching. Loss of ventricular capture was noted, however fluoroscopy showed no lead movement. The pulse generator was explanted.